Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed damage to the driveline outer jacket; however, a specific cause for this damage could not be conclusively determined through this evaluation. Additionally, a review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log files contained events from 03:27:00 through 15:26:39 on (B)(6) 2024. Constant low flow hazard alarms throughout the entirety of the file when the estimated flow was calculated below 2.5 liters per minute (lpm). The pump appeared to function as intended and operated at or above the low-speed limit throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline hazard and advisory alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Furthermore, the patient handbook contains a section on handling emergencies. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for workup of worsening asymptomatic low flow alarms. The driveline was assessed by the bedside and damage was noted proximal to the splice repair that was performed in (B)(6) 2016. Log files were submitted for review as there was an exposed wire under the red wrapping and a rescue tape was applied at the time of the driveline assessment. It was noted that the patient has a known short to shield and was issued with a new patient cable on (B)(6) 2024 for voltage concerns. The submitted log files captured constant low flow events throughout the log. It was recommended to apply rescue tape to the damage including a small portion of the sleeve from the repair to prevent moisture from getting into the driveline. The cause of the low flows was an unclear etiology. The patient remained inpatient, and the low flows reported to have continued. The driveline splice that occurred in (B)(6) 2016 was reported under MFR # 2916596-2016-02223.